Event description:
Reporter alleged obtaining a discrepant blood glucose result 400 mg/dl back to back with a result of 39 mg/dl on the compact system when testing was performed within 10 minutes. Reporter stated he felt sweaty and as, if he would pass out during the time of testing, so he self-treated with some pie and sweet tea. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.